Event description:
During evaluation at bench repair for an unrelated issue it was indicated the device displayed a speaker malfunction error message and no sound was coming form the device. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate a speaker malfunction error was displayed. The bench repair technician indicated the speaker had no sound due to a broken speaker wire. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the speaker was replaced. The device was returned to the customer. D4: the manufacturing date for the reported device is prior to 24-sept-2016 so no UDI required.